Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed "manually". The clip deployed in the common femoral artery and achieved hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in difficult device removal. The device was successfully removed utilizing the access ports. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually cause difficulty in removing the device after deploying the clip. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.